Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for an unspecified procedure, the device's cable was found broken down and plastic part coming off. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found noise on image due to faulty charge-coupled device (ccd). A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that component failure led to the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for an unspecified procedure, the device's cable was found broken down and plastic part coming off. There was no report of patient harm.